Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that an asymptomatic patient presented for device upgrade. After the pocket was opened, the device displayed eri and eos due to exposure to cautery during the procedure. Reinterrogation of the device showed eri trip date pre-implant. The device was explanted and replaced. The procedure proceeded with no issues. The patient was stable before, during and after the procedure.